Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation, pain, and capsular contracture, baker's grade 1. Healthcare professional also reported "brain fog, muscle aches and pains, joint pain, depression, and rheumatoid arthritis"; these are not device related. Device has been explanted.

Event description:
Healthcare professional reported right side deflation, pain, and capsular contracture, baker's grade 1. Healthcare professional also reported "brain fog, muscle aches and pains, joint pain, depression, and rheumatoid arthritis"; these are not device related. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test, and microscopic analysis of the returned device identified fold creases, white particles, broken shell with striated edge, partial delamination of diaphragm flange disk and around 0-25% of the shell is missing. Based on the device analysis the final assessment is broken shell with striated edge assessed as surgical damage, delamination of diaphragm flange disk assessed as adhesive failure, and missing shell that is assessed as inconclusive.